Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving morphine drug via an implantable pump for unknown indications for use. It was reported that the patient had magnetic resonance imaging (MRI) scan started about 3 hours ago. The patient has been out of the MRI machine for a little over 2 hours, but the motor stall recovery message was not displaying after checking multiple times. The healthcare provider (hcp) inquiring how to proceed. A historical information was provided during the call: the hcp noted that "in the past, when they have had a long stall, " they were told that the more the pump was interrogated after the scan the more it will help the stall recovery message display.